Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator would "pause" in its pacing, the generator passed all incoming tests.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while pacing a patient the external pulse generator stopped pacing for about 4 seconds and the patient went asystole. The generator then began pacing again, only to have another 4 second pacing delay occur. The generator was returned for service. No further patient complications have been reported as a result of this event.